Event description:
A malfunction alarm was reported with the code malf 12, but no notable events occurred prior to the malfunction, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions on resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and understood to reach out if the malfunction recurs.